Event description:
A report was received that a pt's defibrillator had shocked him and since then, the pt has been experiencing difficulty charging. The pt also reported feeling a burning sensation. The pt's physician suspects that the defibrillator has damaged the ipg and has made the decision to replace the ipg. The replacement surgery will take place after the pt's defibrillator is fixed. Device labeling warns about the usage of spinal cord stimulators while implanted with sensing stimulators.